Event description:
This case was reported by a lawyer, via a legal claim, and described the occurrence of neuropathy in a male patient, who received super poligrip (formulation unknown) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). On or about an unspecified date in 2008, the patient experienced neuropathy. The claim stated "when fixodent and poligrip are forseeably swallowed and / or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of severe neurological symptoms, generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually associated with excess zinc and copper depletion, permanent neurological and other physical injuries have already been suffered by the user. While cessation of fixodent and poligrip generally results in a return to normal zinc and copper levels, symptoms generally do permanent, profound personal injuries and disabilities." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The manufacturer report number for this case is 9681138-2009-00180. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).